Event description:
A zoll regional manager contacted zoll customer support to report a (B)(6) female pt was experiencing gong alarms. The pt was contacted and she reported that her device was producing continuous check therapy electrode alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode (te) messages) has been confirmed. Upon investigation, there was an open pulse wire inside the cable connecting the distribution node and ECG-b. The cause of the check te messages is the open pulse wire. The root cause of the open wire cannot be positively identified. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.